Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal operating room activity (gynecological - laparoscopic), some patients suffered slight superficial burns. The event happened several times, apparently in a completely random way. Seven patients were involved in the problem, none suffered significant injury.

Manufacturer narrative:
Evaluation summary: a device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.